Event description:
It was reported that during use on a patient in transport, the cardiosave intra-aortic balloon pump (iabp) shutdown. It was later reported that the iabp unit was restarted on an ac transport power supply. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm observed a short battery runtime, which was the cause of the shutdown, and replaced the batteries. Subsequently, the stm completed scheduled preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient in transport, the cardiosave intra-aortic balloon pump (iabp) shutdown. It was later reported that the iabp unit was restarted on an ac transport power supply. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported